Manufacturer narrative:
The lens was returned for evaluation. Visual inspection found both haptics bent. The cause of the damage cannot be determined. Functional testing cannot be performed due to the damage. The lot history record was reviewed and there were no non-conformities or anomalies related to this complaint. Information received from the reporter indicates that a non-b+l inserter was used during the event, contrary to the lens directions for use. Therefore, it is likely that user error caused or contributed to the event.

Manufacturer narrative:
The lens has been returned and is currently under evaluation. Investigation is underway. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the lens haptic was bent. The incision was enlarged and sutures were needed. A replacement lens of the same model was implanted. Additional information has been requested but has not been received.